Manufacturer narrative:
Concomitant medical products: 6996t adaptor, (B)(6) 2021; 2088tc lead, implanted (B)(6) 2016; 7120q lead, implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had no electrograms (egm) available on some episodes. It was noted that the device had missing data. The device remains in use. No patient complications have been reported as a result of this event.